Event description:
It was reported that during thrombectomy and atherectomy procedure, the head end of the catheter allegedly leaked. It was further reported that the catheter slowly traveled two three centimeter inside the patient, there was no waste fluid coming out of the waste fluid collection bag and the thrombus could not be removed; therefore, the device was withdrawn. After withdrawal, it was found that the wire at the head end of the catheter was allegedly abnormal, upon close inspection. It was found that the catheter head end allegedly came out of the lumen. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no sample was returned for evaluation and hence physical investigation was not possible. Images were provided for review. The user provided images regarding leak, after reviewing the provided images the reported malfunction can not be confirmed. Therefore the investigation could not be confirmed for the reported leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a recanalization procedure, the head end of the catheter allegedly leaked. It was further reported that the catheter slowly traveled two to three centimeter inside the patient, there was no waste fluid coming out of the waste fluid collection bag and the thrombus could not be removed; therefore, the device was withdrawn. Furthermore, after withdrawal, it was found that the wire at the head end of the catheter was allegedly abnormal, upon close inspection. Reportedly, it was found that the catheter head end allegedly came out of the lumen. The procedure was completed using another treatment method. There was no reported patient injury.